Event description:
A report was received that the patient was experiencing discomfort and warmth at the pocket site while he was charging his ipg. The physician prescribed lidoderm patches for the pocket site discomfort and the patient was reportedly doing well.